Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident cannot be determined. The reported mitral regurgitation and heart failure appear to be due to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for decompensated heart failure hospitalizations and single leaflet device attachment. It was reported that on (B)(6) 2016, two mitraclips were implanted without reported issue, reducing functional mitral regurgitation (mr) from grade 4 to grade 2+. Satisfactory results were reported. On (B)(6) 2017 the patient was admitted for heart failure decompensation and intravenous diuretics were provided. On (B)(6) 2017 mr had increased to grade 3-4+. Additional diuretics were provided. During the (B)(6) 2017, the patient had been hospitalized almost every week for heart failure decompensation treated with inotropes and diuretics. On (B)(6) 2017, per transthoracic echocardiogram (tte), the lateral mitraclip ((B)(4)) was observed detached from the lateral posterior leaflet (single leaflet device attachment-slda). Per physician, the heart failure, requiring multiple previous hospitalizations and treatments, was possibly related to the slda mitraclip that was suspected to have occurred previously. No additional information was provided.